Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an insulin pump error. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer was reporting the problem with the micro. Customer stated that they were not able to rewind the pump. The device will be return for analysis.